Event description:
This report is based on information provided by philips remote service engineer rse, bench engineer, philips technical engineer personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device's video laryngoscope caused tempus pro to force a restart. The device was in use on a patient during the event; however, no patient or user consequences or impact have been reported.